Event description:
On (B)(6) 2024, cordx inc. Received feedback from bdsc (distributor), stating that there were false positive results reported (flu a and flu b) with cordx tyfast flu a/b & covid-19 multiplex rapid test by end users. End users performed re-test using another manufacturer test kits and the results were negative. The actual date of the testing was not provided. No images or raw data for the testing results could be shared with cordx to assess.

Manufacturer narrative:
Eua no: (B)(4) distributor feedback on (B)(6) 2024, user received flu a and flu b positive result however, repeat test using another manufacturer test kit was negative. No health impact or consequence reported.. Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue. Lot number us2415801 device history record (DHR) was reviewed and no discrepancies were found. Retention samples were tested, all testing meet qc release criteria. Unable to determine the rootcause. Will continue to monitor the trend.